Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the insulin safety syringe. The customer reports "employee activated the safety shield and while having their finger on the barrell and the shield they attempted to discard the syringe into the sharps container and was stuck with the contaminated needle."